Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was restarted by itself during case. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station restarted by itself and took long to restart. A technical support specialist (tss) applied the updates to the station after the reboot and configured the system to resolve the issue. Customer confirmed the working of the system. The system functioned as intended after the technical support specialist troubleshot the device.